Manufacturer narrative:
The carefusion failure analysis technician evaluated the control pcba installed into a known good top level uim and installed onto uim test fixture. After entering into service mode was able to duplicate the reported issue. The baro transducer a/d count was railed low at 4 counts and when adding pressure these counts did not change. The baro transducer was removed and disassembled and visually inspected under a microscope. The gnd pin was found to be broken away from the die. A known good baro transducer was installed and this corrected the issue.

Event description:
The customer reported that during pre-use check the ventilator required baro calibration since it had multiple baro transducer errors not resolved by eprom re-initialization. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion factory service tech evaluated the user interface module and duplicated the reported issue. The issue was isolated to a defective baro pressure transducer on the control pcba.